Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during testing, a 980 ventilator generated a loud "thumping" noise. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se found that the exhalation flow sensor (evq) still had a cap on the port. The se removed the cap and reseated the test circuit. The se performed calibrations and extended self-testing on the device and all tests passed.